Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information and correction g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/correction/device evaluation h3 device evaluated by mfg - additional information h6 codes: type of investigation - additional information h10 corrected data.

Event description:
The sensor was inserted into the arm on 09/06/2024. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed.